Event description:
It was reported that this pacemaker had 2.5 years of battery life remaining. Approximately five months afterwards the device battery was at elective replacement time (ert). It was noted that the threshold output was 1.1 volts previously, but was now at 5 volts. However, the patient was only paced between 3 and 11 percent of the time. Thus, it did not seem likely hat the increase in threshold output was the sole cause for the drop in battery life; however, the reason for the depletion in battery life could not be determined without analysis. The pacemaker was explanted and replaced. The device was inadvertently discarded by the hospital and will not be returned. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide the updated conclusion code based on trend analysis.